Event description:
It was reported there was a taser-like pain at the sight of the pacemaker. This painful sensation was reproduced when pacing at high ventricular outputs. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.